Event description:
Customer reportedly received results of 225 mg/dl and 76 mg/dl within 10 minutes on the advantage system. The following day the customer also received the following results on the advantage system within 10 minutes: 328 mg/dl, 146 mg/dl, and 190 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.